Event description:
It was reported that after the patient received radiation therapy, the device went into backup bvvi mode. The pacemaker managed to resolve the bvvi statues on its own without the rep having to manually reinstall the firmware. The patient was not symptomatic to the bvvi pacing and was sent home.